Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was mildly calcified and 80% stenosed. The lesion was predilated the lesion with 2.75x8mm and 2.75x12mm balloons at 10 atmospheres. Post deployment of the 2.75x28mm xience alpine stent, a dissection was observed. A 2.75x8mm drug eluting stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.